Event description:
Abbott diabetes care (adc) received an mhra user declaration, which reported the following information: an adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. Customer experienced multiple localized lesions on left arm, with pus, redness and pain at the insertion site. Customers were advised to contact healthcare professional (hcp) for the reported product issue. Adc customer service attempted to contact hcp 3 (three) times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.